Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and ischemia are listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The other xience v stents referenced are filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a coronary procedure with implantation of two 3.0 x 28 mm xience v stents in the mid right coronary artery (rca) and a 3.5 x 28 mm xience v and 3.5 x 23 mm xience v stents in the proximal rca. On (B)(6) 2015, the patient was re-hospitalized due to silent ischemia. On (B)(6) 2016, coronary angiography noted in-stent restenosis in all 4 implanted xience v stents. A revascularization procedure was performed and the event resolved on (B)(6) 2015. No additional information was provided.